Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional information noted the baker grade to be IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture (baker grade not provided), breast hardening, and pain. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, breast hardening, and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture (baker grade IV), breast hardening, and pain. Device has been explanted.

Manufacturer narrative:
Corrected data: b.3., g.1.